Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086060. It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate profile 350cc saline breast implants which the patient reported generalized illnesses as shortly after having breast implants put in, she developed chest pressure and a chronic cough. The pressure and cough has persisted for the last five years. She also have frequent shortness of breath and feel like there's narrowing at the back of her throat. All of this, combined with acid reflex has led her to seek out an explant in the near future. Nothing was found to be abnormal even though the cough has never went away . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.